Event description:
Caller alleged discrepant results with inratio meter compared to the lab on one pt. Results as follows: date (B)(6) 2012, inratio: >7.5, lab: 2.4. Venous sample; testing was twenty minutes apart. Sample is being applied with expired ldx captubes. Nurse reported that the facility has seen inr >7.5 on about three pts recently.

Manufacturer narrative:
Investigation pending.